Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged sometime after implant. A post-operative check found no lv capture during testing. A chest x-ray revealed the lead was pointing anterior versus posterior during the case. The lv lead was turned off and the patient was admitted for a scheduled lead revision. The lv lead remains in use. No patient complications have been reported as a result of this event.